Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump motor error alarm. Customer stated the insulin pump had oily rainbow effect on screen. Customer stated the insulin pump had no delivery alarm and louder rewind. The insulin pump had blank screen. Customer stated the time clock runs too fast and backlight goes dim. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.